Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(laundry room).

Event description:
Consumer reported complaint for low blood glucose test results compared to doctor's office meter. Customer tested with doctor's meter and obtained 253 mg/dl results. The lowest reading on customer's meter memory are within the expected range. The customer's expected fasting blood glucose test result range is 100 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the laundry room. The test strip lot manufacturer's expiration date is 08/14/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: the lowest reading on memory within expected range. The 113mg/dl (B)(6) 2016 09:40 pm fasting: yes; the 129mg/dl (B)(6) 2016 11:44 am fasting: yes; the 223mg/dl (B)(6) 2016 08:47 am fasting: yes; the 300mg/dl (B)(6) 2016 07:29 pm fasting: yes; the 320mg/dl (B)(6) 2016 07:00 am fasting: yes. It is observed on memory customer has some high glucose value out of expected values range. The customer is testing four to five times a day (fasting) and .the customer has not made any recent changes in the diet, exercise regimen, or medication. The customer is storing the meter and test strips in the laundry room; informed the customer of the product proper storage environmental conditions that is recommended by the manufacturer.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage (laundry room).

Event description:
Consumer reported complaint for low blood glucose test results compared to doctor's office meter. Customer tested with doctor's meter and obtained 253 mg/dl results. The lowest reading on customer's meter memory are within the expected range. The customer's expected fasting blood glucose test result range is 100 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the laundry room. The test strip lot manufacturer's expiration date is 08/14/2018 and open vial date is (B)(6) 2016 the meter memory was reviewed for previous test result history: the lowest reading on memory within expected range. (B)(6). It is observed on memory customer has some high glucose value out of expected values range. The customer is testing four to five times a day (fasting) and .the customer has not made any recent changes in the diet, exercise regimen, or medication. The customer is storing the meter and test strips in the laundry room; informed the customer of the product proper storage environmental conditions that is recommended by the manufacturer.